Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. A circumferential crack indicating ductile tearing was observed at the broken end of the tip. The broken end was crushed and the lumen was deformed in an oval shape. Stretching of the tip polymer and the inner jacket as well as exposure of the distal end of the braid tube were observed at the broken end. The above findings indicated that the tip was torn by tensile stress at approximately 2mm from its distal end, namely at the junction of polymer-only and polymer-and-braid tube segments of the tip structure. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal using the exchange catheter had most likely caused tip separation observed on the returned caravel microcatheter. The applied stress would exceed the product design limit when the distal tip of the microcatheter was being pressed by the balloon of the exchange catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the left anterior descending artery (lad) segment #7. The microcatheter was used for wire exchange to a rota wire to perform rotablation. The microcatheter was used for wire exchange for the second time. The microcatheter was then removed with a kaneka kusabi exchange catheter. Stent deployment was performed to successfully reestablish blood flow. The physician noticed that the tip of the microcatheter was left in the distal segment #8 after the procedure and decided to leave it in situ. The patient was doing fine.